Manufacturer narrative:
This is a final report. The clinical chemistry magnesium package insert is being revised with the corrected info and will be included with new lots.

Event description:
This medwatch is being filed due to two errors identified by abbott in the clinical chemistry magnesium package insert related to urine magnesium units for mg/day: the decimal placement is incorrect for the normal range (mg/day) and the decimal placement is incorrect for the conversion factor (from meq/day to mg/day). A recall was issued and reported under 21 cfr 806 to the FDA los angeles FDA district office on 07/21/2006. Abbott has not received any reports of adverse events related to this issue.